Event description:
It was reported that the customer had blood glucose levels of 39mg/dl. Customer treated with glucose tablets. The customer also mentioned that their insulin pump would beep continuously and then go into threshold suspend. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.